Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional summary: a complaint sample was received in open condition. During visual product evaluation it was found received complaint sample single barrier folder had blood stains on it the suture was discolored & broken. As complaint sample pack was received in open condition, functional product evaluation cannot be performed on received sample. Retained samples were evaluated. All the individual tensile strength values for retain sample were found meeting usp average specification requirement .the ex-tractable color test of retain sample was also found complying to usp specification. This analysis shows that there was no issue related to processing of the lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a synous exploration procedure on (B)(6) 2018 and suture was used. It was reported that during the procedure, suture breakage occurred and there was discoloration of suture. There were no patient consequences. No additional information is available.